Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. The ambient super multivac 50 are manufactured and intended as externally communicating devices and are not approved for long-term internal tissue exposure and long-term implantation data is not available. Consequently, we are unable to make any conclusions on the impact of the retained non-implantable foreign body. However, if retained inside of the patient¿s body, the potential for micro-motion and/or migration, and local skin irritation/discomfort cannot be rule out. The patient¿s current health status is unknown; however, there were no further complications reported. Therefore, no further clinical/medical assessment can be rendered. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during an unknown procedure; an ambient super multivac 50 tiny plastic part end of around 1-2mm was lost inside the patient. The part was searched for with a scope and using x-ray during the procedure; however it was not found; therefore the surgeon decided to leave it. It is unknown if there was a need for a back-up device or if there was any delay. No further complications were reported.